Manufacturer narrative:
Twenty four samples were not returned. There were twenty-two cases with method codes of device not returned (4114), analysis of production records (3331), results code of no findings available (3221) and a conclusion code of cause not established (4315). There were two cases with a results code of results pending completion of investigation (3233) and a conclusion code of conclusion not yet available (11). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of defective intraocular lenses (iol) . The reported patient ages range from unknown to 73 years. There were 1 male patient, 2 female patients and 21 unknown gender.